Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to dehydrated or insulin not working to lower on (B)(6) 2020 with blood glucose level was 1000 mg/dl. Customer experienced symptoms such as chest pains, vomiting, headache. The customer current blood glucose level was more than 150 mg/dl. The customer was treated with fluid. Customer stated the week of thanksgiving she ended up going to the emergency room four times. Tuesday, wednesday, thursday and friday and kept overnight on (B)(6) 2020 with blood glucose 1200 mg/dl and treated with insulin pump and shots, on (B)(6) 2020 blood glucose was more than 800 mg/dl. Extremely dehydrated and given 6 liters of fluids and placed on an insulin drip blood glucose started to come down more than 150 mg/dl then 136 mg/dl before leaving the hospital. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer in a wheelchair and had a hard time moving around so she did not have the infusion set or reservoir box nearby. The insulin pump will not be returned for analysis.